Event description:
Related manufacturer report numbers 1627487-2022-03081, 1627487-2022-03082. It was reported that the patient's ipg had reached end of life. Additionally, the patient was not receiving effective therapy from their system. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-03546, 1627487-2022-03547. Additional information revealed that both of the patient's systems were not providing adequate relief. In turn, surgical intervention was undertaken wherein both systems were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.